Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 440 mg/dl. Customer reported that they had issues to where one of three infusion sets gets no delivery alarms during bolus. Customer stated that the insulin exited. The insulin pump will not be returned for analysis.